Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the lcd display fails to illuminate. The unit emits loud tone indicating critical failure and repeats until unit is disconnected from power. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the numeric led display does not illuminate. There was no known impact or consequence to patient.